Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 550 mg/dl after changing their infusion set. The customer's blood glucose remained high around 430 mg/dl. The customer also reported a reservoir leak past the second o-ring. The customer stated an air bubble was present in the reservoir. The customer was assisted with a self-test and the insulin pump passed. The customer declined to return the insulin pump for analysis.